Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting there was an out of regulation (oor) error message on the clinician tablet after interrogating a patient's device and running impedance at 1.5v. They confirmed that all impedances were within range and the patient has no complaints regarding therapy. The cause of the oor was not determined. They did an impedance check at 3.0v and the oor resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has two patient programmers (pps) and received an out of regulation (oor) warning on both pps when trying to switch to their specific bipolar programmed group in preparation for an MRI. There are no known factors that may have led or contributed to the issue. The patient spoke to the clinician, who walked them through how to clear the oor reading and confirmed the patient was getting therapy. The patient received MRI with no issues, but it is unknown if the patient ever switched back to the group they had been using prior to the MRI. The patient has interleaving on both leads, using 1 active contact, cycling at 0.5 seconds on/0.2 seconds off and is using amplitude around 3v. Impedances were checked on wednesday and nothing was out of range, although some were lower around 500/600 ohms. The battery voltage is at 2.96v. The patient has been receiving therapy and there has been no issue up until the oor presented itself. No actions were taken. Potential causes and steps to check the oor were reviewed. The issue is not resolved.